Event description:
This event involved a patient that experienced pump driveline cable connector damage approximately one year and eight months post heartware lvad implantation. Approximately one year and eight months after implantation, the patient experienced an electrical fault alarm on their controller. At the time of the event, the vad coordinator took an x-ray of the patient¿s splice tube repair performed approximately nine months ago ((B)(6) 2012). The x-ray showed that the pins were recessed out of the splice connector. The physician and heartware engineer decided to open the spliced tube. While opening the tube a vad-stop alarm occurred. Once the tube was opened, all male pins were found recessed out of the connector block. They were not able to reposition the male pins, because of the room temperature vulcanizing (rtv) silicone sealant. It was decided to exchange the spliced cable with a new one from a splice kit. During repair, the patient was lying in his bed and just felt a bit dizzy; he could speak and did not have shortness of breath. The pump was off for approximately one minute. The patient did not require any other intervention at the time of the splice repair and the event resolved without any reported patient injury.

Manufacturer narrative:
(B)(4) was not returned for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported driveline connector damage event was confirmed visually at the site by the heartware field engineer who performed the servicing procedure. The root cause of the recessed connector pins cannot be conclusively determined at this time. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.